Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the cannula got snapped into two pieces while the patient was sleeping. A piece was left in the site and the other came off with the set. This resulted in low blood glucose level that was treated with a glucose tablet and the patient also changed the infusion set. The site location was upper thigh of the left leg. The infusion set had been in use for three days. Upon investigation, it was found that the tubing was detached from the tubing connector. No further information available.